Event description:
The customer stated that he opened a new carton of test strips and found the cap open on the bottle of strips. No adverse events were alleged. The test strips are to be returned for eval, as exposure to moisture can cause high test results. Replacement test strips were sent to the customer.